Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call that the insulin pump had moisture damage and a blank display. The customer's blood glucose reading was unknown. Husband stated the insulin pump was exposed to moisture; water. He stated there was screen was blank and there was fluid under the lcd screen. The husband was advised the insulin pump would need to be replaced.